Event description:
Distributor representative reports that two units of this suture anchor device pulled from their bone implant point during surgery. Failed units discarded. No adverse impact to pt.

Manufacturer narrative:
Devices were discarded during surgery. Root cause of failure cannot be determined for this event. No additional info is anticipated.